Event description:
It was reported that the patient experienced inflation and deflation issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the pump was replaced for a new one. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the pump would not inflate properly. It was unknown if the patient experienced any adverse events, however the patient was said to be sleeping. No more information available at the moment. Should additional information become available, it will be provided.